Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Upon loaner kit inspection, plate appears mislabeled 40-15012. On (B)(6) 2013, it was reported that the catalog number was for a right plate but the plate itself was a left.

Manufacturer narrative:
Evaluation summary: the reported event of the 'variax curved plate ¿ incorrect packaging content' could be confirmed. The device was not returned and therefore it could not be inspected. However, based on the provided image a visual inspection has been performed (see attached investigation image documentation). The visual inspection reveals that the plate is laser-marked as catalog # 40-15012 ¿ right plate and lot 1000086577. The plate dimensions and curvature reveals that the plate is a 40-15013 ¿ left plate. The difference of the right and the left plate is the location of the plate holes. The comparison with the drawings shows that in the same plate position the right plate has three holes on the right side, whereas the left plate on the left side. The reported failure has been confirmed by the provided plate picture and based on that, the root cause was attributed to a manufacturing issue. A nonconformance has been opened . Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Device not returned.

Event description:
Upon loaner kit inspection, plate appears mislabeled 40-15012. On (B)(6) 2013, it was reported that the catalog number was for a right plate but the plate itself was a left.